Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable defibrillator (B)(6) 2008; 5076-45 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that during the device changeout, the right ventricular (rv) lead was nicked. The physician elected to repair the nick with medical adhesive and placed a suture sleeve over the "superficial" break. All electrical numbers were nominal and there were no signs of a problem with the lead after repair. The lead remains in use. No patient complications have been reported as a result of this event.